Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory confirmed that all four of the retainer washers are volcanoed up, indicating that the setscrews were over torqued in the counterclockwise/loosening direction resulting in the setscrews getting stuck in the up/loosened position. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the changeout procedure of this pacemaker it was reported that the leads were unable to be freed from the header. The setscrews did not retract therefore, the leads were cut in order to remove the product. No adverse patient effects were reported. No further complications were reported.